Event description:
The catheter "broke" midway down the catheter tubing after the introducer needle was removed. The clinician thought initially that she may have twisted the needle and accidently cut the catheter tubing. The sample was discarded. There was no pt injury.